Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient inadvertently dropped their system controller in the toilet and it got wet. On interrogation a low voltage alarm was noted for 27 minutes and the patient reported seeing no charge on their external batteries. There was no external power alarm noted on interrogation. Log file review found 1 cluster of low power advisory alarms on (B)(6) 2026 as a result of normal external battery power depletion.